Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch assembly was missing due to the latch screw backing out. The technician replaced the siderail latch to repair the bed.